Event description:
The customer reported when they opened a new box of msi-pr injectors, the plunger on one of the units was blantantly askew and the tyvek was not opened. No patient contact.

Manufacturer narrative:
(B)(4): evaluation method - lot order search.results - a lot order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
Method: device history review. Results: visual inspection of the returned lens showed that the injector package was opened and the foam spacer was missing. The plunger of the injector was not aligned with the injector body and was bent or crooked. Device history review - based on our investigation, damage during manufacturing is a potential root cause of he event, however, all product met specification and there was nothing to indicate that the manufacturing process was the cause of the injector plunger being askew. Although the reporter stated the package was not opened, the injector received was in an open package and the foam spacer was missing. Therefore, handling of the product by the user cannot be ruled out. Improper or rough handling could have caused the bent or crooked plunger. It was determined that the most likely root cause of the event was a user error, but this cannot be confirmed. Conclusion: based on the complaint information, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).